Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center for an issue related to the blower motor and sensor board. During the evaluation of the device at the third party service center, a ventilator inoperative alarm condition was observed. The device's blower motor needs to be replaced to address the issue. A check circuit alarm was also observed. The device's sensor board needs to be replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, an issue related to the device's blower motor and sensor board was observed. The evaluation of the device is ongoing. A follow-up report will be submitted when the third party investigation is complete.